Manufacturer narrative:
FDA antimicrobial effectiveness panel does not require the device to kill this organism. Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship.

Event description:
A website posted an e-mail from a female patient who reported she had acanthamoeba keratitis in the right eye associated with the use of complete moistureplus and/or renu. She indicated that her events began sometime in 2005. She further reported that she was initially misdiagnosed with herpes simplex for the first 3 months of her infection. The reporter stated that corneal scraping had returned negative, but a corneal biopsy had confirmed the presence of the organism. She reported that she wore her contacts in the shower and rinsed her case with water, "pretty much everything you aren't supposed to do, but I never knew." She received a corneal transplant in 2006 and remained on multiple medications ("polyhex, ketoconazole 200 mg, homatropine, hyoscine, pred forte, brolene, vigamox"). In the same month, the patient noted she could "see the e" on the eyechart. The website does not provide access to the reporter's address or telephone number. No additional information in known or expected.